Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure error b30 occurred and black image was confirmed, however, flickering image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error b30 and black image are due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a black, flickering image and error message endoscope communication error b30. There were no reports of patient harm.